Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. The date of the event was (B)(6) 2016. It was reported the patient experienced a sudden change in therapy noted as mental psychosis of an unknown cause. The patient had hip surgery a couple of weeks ago. For the last 5 days, the patient had not been doing well mentally. The patient was hospitalized. The physician was trying to rule out everything as a possible cause of the mental psychosis. Patient and device information, the cause of the event, interventions, troubleshooting/diagnostics, diagnosis for use for the infusion system, medical history, type of baclofen, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from the company representative. The patient's birthdate was reported as (B)(6). The representative answered follow-up inquiry indicating the patient's diagnosis for use in the infusion system was cerebral palsy (cp). He did not know the drug/concentration/dose/lot numbers of the medication being delivered by the patient's pump. He was unaware of the other medications that the patient was taking at the time of the event, pertinent medical history, and what diagnostics were performed related to the mental psychosis. The representative was unable to clarify the hip surgery and if it was related to the device, therapy or procedure. Everything was normal in the dye study and rotor study, it was determined that the pump was functioning normally, and something else was causing the psychosis. The cause of the mental psychosis was not determined and it was unknown if the mental psychosis had been resolved. Additional information was received from a healthcare provider indicated the patient was receiving intrathecal lioresal 2000 mcg/ml (dose 138.2 mcg/day) via the implanted pump. The lioresal lot number was ds0080 and the pump was refilled on (B)(6) 2015. Therapy was ongoing. The patient was not taking any other medications at the time of the event. Pertinent medical history included cerebral palsy (cp) and spasticity. The patient had no known drug allergies. It was noted to defer to the orthopedic surgeon in regards to the patient's hip surgery. The patient had continued inpatient hospitalization with multiple consults. The cause of the psychosis was not reported.